Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that without patient clinical/medical documentation, definitive contributing clinical factors could not be concluded; however, native patella resurfacing is usually due to disease progression. It is unknown if the poly was exchanged/revised as a ¿customary¿ procedure during the patella resurfacing. Patient impact beyond that which was reported cannot be determined based on the limited information provided. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that temporary or permanent nerve damage can result in pain or numbness of the affected limb. This has been identified in possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that some unknown time after a knee reconstruction surgery, the patient presented pain in the knee and a revision surgery was performed on (B)(6) 2023 to exchange the poly cr size 11mm and resurface the patella. Patient status is unknown.